Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip would not deploy from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip would not deploy from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
On (B)(4) 2012 it was reported that the event happened approximately "two months ago". The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. The oversheath was received with the blue sheath grip separated. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. Furthermore, the prongs were locked into the capsule and a kink was present in the control wire. The reported event of clip assembly failed to release from the delivery catheter was able to be confirmed through analysis of the returned device. The evaluation found that the clip assembly was mashed onto the bushing which prevented separation from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context.